Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the he had been the emergency room with pain between their shoulders and where the device was implanted. The patient was told that it's the device causing the pain. The device is still in use. No further patient complications have been reported as a result of this event.